Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Physician reported: "replacement of port due to leak". Follow-up findings: during adjustment #16 of a 10.0ml fill - 6.25ml aspirated from band. Total fluid in band, 7.25 ml. The 0.5ml fluid missing.